Manufacturer narrative:
Product ID: 8731, serial# unknown, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient heard a critical pump alarm and attended the neurological clinic with symptoms of baclofen withdrawal and underdose symptoms of shortness of breath and increased spasms. On interrogation of the pump, the logs showed that a motor stall occurred on the (B)(6) at 12:08; it recovered the same day at 21:43. The next day, the motor stalled at 12:49 and recovered on (B)(6) at 21:04. It stalled again on (B)(6) at 05:54 and did not show a recovery. The patient was given oral baclofen, with effect, to relieve his symptoms of withdrawal. The pump was scheduled to be replaced. The pump was delivering baclofen. It was later reported that the pump was replaced with a pump from a different manufacturer. The patient was doing well and receiving effective therapy. The pump had been delivering lioresal.

Manufacturer narrative:
Additional information/device evaluation: analysis of the pump found a gear train anomaly ¿ ¿corrosion and/or wear and/or lubrication¿ and ¿stall due to shaft-bearing¿. Analysis of the pump also found an alarm anomaly ¿ ¿resonator anomaly¿. The metal housing from the catheter was returned. Analysis found no significant anomaly ¿ the connector was damaged at explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.